Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced "issues" with administering a bolus. Reportedly, the customer had not received any alerts or alarms in the pump history to indicate that the pump suspended insulin delivery. Although requested, the customer declined to upload the pump data logs for tandem technical support to review the reported issue. Additionally, the customer requested different infusion sets as the customer thought the infusion set cannula was too short which caused the customer to not receive enough insulin. Reportedly, the customer consulted with the clinical diabetes specialist to obtain additional samples of infusion sets. There was no reported impact to the customer's blood glucose level.